Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported fluid leak remains unknown. UDI information (d4) and 510k (g3) are not provided within this report as this product (model: g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During the preparation of af procedure, fluid leakage was confirmed from the hemostasis valve port. The introducer was replaced, and the procedure was completed with no adverse patient health consequences.